Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap transfer set was confirmed during the sample evaluation. One sample was received in the original packaging for evaluation. A visual inspection was performed with the following issues noted: cap was loose in package from patient connector. The evaluation was completed, problem confirmed, but the investigation is still not completed. A follow-up report will be filed should additional information become available.

Event description:
A nurse contacted baxter (B)(4) regarding a minicap transfer set that the blue pull ring was not capped to the patient line connector. It was noticed before use. There was no patient involvement, patient injury, or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). This complaint for a misassembled minicap transfer set was confirmed during the sample evaluation; however, no root cause could be determined.